Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted during a procedure on (B)(6) 2010. According to the complainant, the patient experienced complications (specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.